Event description:
The customer reported that over time the system navigation slows down when the pt database fills up and eventually freezes. No pt harm was reported.

Manufacturer narrative:
(B)(4). This is considered reportable because philips has not been able to determine if the device display was frozen or only the controls were inoperative and if this was obvious to users. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.